Manufacturer narrative:
The device in question was returned manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that after procedure, image has disappeared (blue screen on the telepack). No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: a visual and functional test was carried out on the endoscope. The endoscope has normal wear marks on outer surfaces. Image was inspected using telepak tp101 and c-mac ccu-s. Image remains good during both inspections. Customer complaint " after procedure, image has disappeared (blue screen on the telepack)" cannot be confirmed. Possible causes for the error described by the customer could be: another device in the customer's imaging chain had a defect. A cable in the customer's imaging chain was not plugged in correctly. The actual cause cannot be determined by this investigation. The event is filed under internal karl storz complaint ID: (B)(4).